Event description:
The patient was tested with the device and the following results were obtained within 3 minutes: 531 mg/dl, 338 mg/dl, and 159mg/dl. Treatment information was not provided. Caller stated that they felt the error was due to operate error, but would not elaborate.quality controls were used approximately 50 minutes after the comparison and fell within acceptable range. Requested return of suspect device and replacement was sent.